Event description:
Unable to separate et-tube adapter (blue) from another co's inline suction catheter. Unable to disconnect pt from ventilator circuit. Appeared to have a chemical bonding that could not be separated by anyone. Et-tube and inline suction catheter had to be replaced. Co completed tests on the product found the adapter to be made with different material; abs material instead of polypropolene. This lead to the item to be unable to disconnect from pt ventilator. The connector was disconnected using a slight "twist" motion of the protruded edge, (wing), to the right and then pulled. The product was further decontaminated, re-assembled and re-examined. Slight restriction was experienced when the affected area was moist after the decontamination process. The outer diameter of the endotracheal tube adapter was measured, and the dimension was within spec. The connector was subjected to a "jig" test to gauge the acceptability of the outer diameter, (machine end), to the adapter when utilized in the field. The component did pass the "jig" test.